Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Discarded by the hospital

Event description:
Surgeon informed sales rep on 4/22/2015 that during a primary trauma bilateral pelvic repair procedure due to auto accident which took place on (B)(6) 2015, the surgeon was using the drill bit and the bit broke off in the patients' bone during use. The piece was retrieved which took approximately an additional 20 minutes. A new drill was used to complete the procedure. No adverse consequence to patient.